Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 62 mg/dl and drank orange juice to address bg level. The customer stated that their pump settings had recently been adjusted by the healthcare provider (hcp) and that the low bg level occurred during the adjusted time setting. The customer stated that the hcp would be contacted regarding adjustments to pump settings.